Event description:
Related manufacturer reference number: 3006705815-2022-00259. It was reported the patient was not receiving effective therapy therefore the system was explanted. The patient was going to try a pain pump for their pain.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.